Event description:
It was reported that during a stent graft procedure in an av graft of the upper leg, the stent graft could only be partially deployed. After several attempts were made to complete the deployment, the stent graft was exchanged over the wire for a new stent graft. There is no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. This is the first complaint reported for lot number anwk4026 to date for deployment as the delivery system was returned with the stent graft already deployed. However, the investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unknown.